Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 1000, the bio ID was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not working. A field service engineer reported that the bio ID was not functioning and identified a hot bio ID site. The bio ID required replacement and was replaced. The fse tested the bio ID with the user and verified its functionality. The system functioned as intended after the field service engineer repaired the device.